Manufacturer narrative:
On june 14th, 2023, the customer provided the product information: " failing part: abl80 flex basic sensor cassette p/n: 945-785, l/n: 350163, s/n: (B)(6)", in which confiming that the product is not being marketed in the us. Therefore, it is conluded that this case is not subject for MDR requirements.

Event description:
According to the complaint, the customer experienced discrepant result on po2 when using an abl80 flex analyzer basic version 304055. Two blood pressure measurements were collected, the first measurement was 93 mmhg, and the second measurement was 71 mmhg. Both measurements were taken with two samples of blood. It has not been specified which measurement is considered discrepant. No matter whether this is considered as a discrepant false high (fh) or false low (fl) po2 measurement on abl80, this could potentially lead to harm of severity 4 (permanent (serious)) for newborns according to internal assessment.